Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller and user interface pcb assemblies, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. The customer advised that when the device is powered on, the display would stay white and there was a service indicator present. A white display is indicative of a device lock-up condition. There was no patient use associated with the reported event.